Event description:
It was reported that the pump's usb port was cracked and warped. There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.